Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure in 2007. During the procedure, the controller displayed an over-heat error. The surgeon removed the catheter and noticed a hole in balloon. At this point, the case was aborted with no adverse patient consequence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.